Event description:
It is reported that the patient was revised due to loosening of the tibial and femoral components.

Manufacturer narrative:
Evaluation summary: revision operative notes indicated that the tibial component had gross motion. The femoral component also appeared to have slight motion. Both the components were removed with no bone loss. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information.: evaluation: device history records were reviewed and found conforming. There are no prior complaints with the reported issue for the product/lot combination for the femoral and the tibial component. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. The information provided on this form was previously submitted under manufacturing report number 1822565-2013-00914.